Manufacturer narrative:
(B)(4). The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified signs of repeated use (marks). The tip of the device can be seen to have broken / fractured off. Further evaluation could not be performed as the device was not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a peg drill broke during use. A different tibia was used due to the broken drill.